Event description:
It was reported that during an implant attempt, the medical decision was made to abandon the lead due to the patient's anatomy. There was phrenic nerve stimulation in the target branch. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however there was blood/body fluid on the distal conductor (not obstructed); full lead returned and analyzed.